Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The flogard infusion pump was serviced on-site. A battery low alarm was observed during battery testing. The cause was determined to be a damaged battery. The battery was replaced to correct the malfunction. The pump passed all tests and was returned to the customer in good working order. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
During on-site service, the baxter service technician experienced a battery low alarm on a flogard infusion pump. This malfunction was identified during evaluation; therefore, there was no patient involvement. Additional information is not available.